Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that, 6 months after the dental implant was installed in intraoral region #5, it was verified its non-osseointegration. In addition, 30 ncm of primary stability was achieved .the patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 6 months after the dental implant was installed in intraoral region #5, it was verified its non-osseointegration. 30 ncm of primary stability was achieved .the patient presented bone type iii.